Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient stated did not report any specific symptoms but was feeling unwell in general. The cgm was reading 16.9 mmol/l and the blood glucose reading was 21.7 mmol/l. The patient reported that the company from her pump she uses advised her to call the hospital. The hospital then advised the patient to come there, and a family member drove her. At the hospital, the patient was given treatment with insulin and water given intravenously. It was not reported when the patient was discharged, but at the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.